Manufacturer narrative:
The referenced previous gastrointestinal bleed was reported under medwatch MFR report# 2916596-2018-00607. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 7 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018, who had been previously hospitalized for a gastrointestinal bleed, returned for second round of scoping, where a bleed was located and cauterized. It was reported that the lvad system had alarmed during the procedure but the patient remained stable and a log file was not downloaded, therefore the alarm was not captured. The patient remained as an inpatient.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. It was reported that the patient expired on (B)(6) 2018, the outcome not device related. The pump was not explanted for evaluation. Bleeding and neurologic dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the vad coordinator reported that the patient expired on (B)(6) 2018. The outcome was not device related. The pump was not explanted for evaluation.